Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the blade was lifted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior descending artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, inside the patient, the blade was lifted. The blade was completely removed from the patient body. The procedure was completed using this device, and patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination, no issues identified with the hypotube shaft. One of the blade segments was lifted in the proximal section of the balloon. A detailed microscopic examination of the balloon material identified no issues. The balloon was returned in a deflated state. No issues identified during examination of the extrusion shaft. A microscopic examination of the blade segments identified that one of the blade segments were lifted in the proximal section. The pad was intact. The other two blade segments had no issues. A microscopic examination of the tip section found no damage. No other issues were identified during the product analysis.

Event description:
It was reported that the blade was lifted. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior descending artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, inside the patient, the blade was lifted. The blade was completely removed from the patient body. The procedure was completed using this device, and patient was in good condition after the procedure.